Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-00364. It was reported that patient was experiencing high impedances and were unable to get MRI's. Reprogramming was unable to resolve the issue. Surgical intervention was undertaken on (B)(6) 2022 in which the ipg and lead were explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.